Event description:
It was reported that during a laparoscopic gastric bypass procedure all three devices were leaking. Three new devices were used to complete the case with no patient consequence. The patient was very large. The three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4).